Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test and prime/compromised force sensor system test. Device received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Device had a scratched display window, cracked case at display window corner (all corners) and cracked reservoir tube.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a motor error alarm during prime. Customer's blood glucose was 559 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.